Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. It was also recommended that the software be updated from version 3.01 to version 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was hazy, and the video connection was defective while using the evis exera iii video system center. The issue occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and a faulty patient board set was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 / h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was caused by failure of the patient circuit board. Since this device was manufactured before the change to the operational amplifier circuit design, no image was displayed on the 180 scope. Olympus will continue to monitor field performance for this device.